Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.